Event description:
The healthcare professional reported a patient underwent mechanical thrombectomy that employed the use of a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) that was targeting an occlusion in the middle cerebral artery (mca). It was reported that the patient experienced a vasospasm at the m2 segment of the mca, which resolved without any problem. It was also reported that ¿a bending of m1 was also severe.¿ the reported spasm resolved without any problem. This event was noted by the cerenovus representative after reviewing a list of treatment results for fourteen (14) procedures where the embotrap iii revascularization device had been used. It was reported that, ¿in none of these cases were the embotrap ii associated with any adverse effect on the patients¿ prognoses. Information related to whether continuous flush was maintained and other concomitant devices were unknown.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Date of event: the date of the event is not known. [Conclusion]: the healthcare professional reported a patient underwent mechanical thrombectomy that employed the use of a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) that was targeting an occlusion in the middle cerebral artery (mca). It was reported that the patient experienced a vasospasm at the m2 segment of the mca, which resolved without any problem. It was also reported that ¿a bending of m1 was also severe.¿ the reported spasm resolved without any problem. This event was noted by the cerenovus representative after reviewing a list of treatment results for fourteen (14) procedures where the embotrap iii revascularization device had been used. It was reported that, ¿in none of these cases were the embotrap ii associated with any adverse effect on the patients¿ prognoses. Information related to whether continuous flush was maintained and other concomitant devices were unknown. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Since the severity of the spasm is not clear but may be severe based on the information provided, and the spasm occurred during the procedural use of the device, the relationship of the embotrap iii to the reported event cannot be excluded, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-nov-2022. [Additional information]: on 10-nov-2022, additional information was received. The information indicated that the date of the reported spasm event is unknown. The lot number of the embotrap iii device is not available. It was not known how many passes were made with the embotrap iii device nor on what pass sequence the device was on when the spasm occurred. No vasospasm occurred in the m1 segment of the mca. The statement ¿a bending of the m1 was also severe¿ was clarified; it meant that there was severe vessel tortuosity at the m1 region. The reported spasm resolved without any medical / surgical intervention. The physician assessed the relationship between the embotrap iii device and the reported spasm as follows, ¿tortuosity of m2 blood vessel was severe therefore, the stent (6.5mm) was stimulating for the severe tortuous blood vessel. This stimulating might have caused spasm. Before, another same sized stent (6.5mm) was used for straight blood vessel, no spasm occurred.¿ characteristics of the clot was unknown; tortuosity of vessel was severe. The patient was reported to be fully recovered after the procedure. The information indicated that there was no device malfunction nor performance issue such as resistance upon withdrawal associated with the embotrap iii device. It was not known if continuous flush was maintained during the procedure. Information related to the concomitant microcatheter used is unknown; the 9f optimo¿ balloon guide catheter (tokai medical) was used. It was not known if there was any prolongation of the patient¿s hospitalization due to the reported event. Updated sections: b.4, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-oct-2022. [Additional information]: on 25-oct-2022, additional information was received. The information indicated that the date of the reported spasm event is unknown. There was no vasospasm that occurred int eh m1 segment of the mca. Clarification to the following statement in the complaint, ¿a bending of the m1 was also severe¿ meant that there was severe vessel tortuosity at the m1 region. No information was provided as to whether the spasm resolved without any medical/surgical intervention. The patient made a full recovery. There was no prolongation of the patient¿s hospitalization due to the reported event. There was no device performance issue as related to the embotrap iii device used during the procedure. It was unknown if a continuous flush was maintained during the procedure. Information related to the guide catheter and microcatheter used were not available. E.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.